Manufacturer narrative:
The device was received by the MFR (B)(6) 2009 and an investigation has been initiated.

Event description:
A bi-level positive airway pressure (bipap) device reportedly stopped delivering therapy to a tracheostomy pt; resulting in the pt being manually ventilated by a healthcare professional while the power to the bipap device was reset. After the power to the bipap device was reset it resumed delivery of therapy to the pt. No pt harm or injury occurred. The bipap device associated with the reported incident was received by the MFR (B)(6) 2009. A follow-up / final medical device report will be filed when the investigation of this incident is completed.